Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an out-of-regulation (oor) message on the patient programmer. The patient turned down their stimulation to exercise and was unable to turn it back up. The patient replaced the batteries on the programmer, cleared the oor message, and was able to turn their stimulation back up. No patient symptoms were reported. (B)(6) 2017 (4)crts (B)(4) (con) information was received from a patient who reported they saw their health care provider who confirmed their ins was fine and increased their capability. The patient reported they still see the oor message when they try to connect and either decrease or increase amplitude. The patient reported it resolves when they charge their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.